Manufacturer narrative:
Unit received with completely broken reservoir tube lip. Unable to perform basic occlusion, occlusion, displacement tests due to broken reservoir tube lip. However, unit was received passed rewind test, prime test and excessive no delivery test. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, missing reservoir tube o-ring and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was 254 mg/dl. The customer¿s reported that they had high and low blood glucose level. The customer was treated with bolus and ginger. The customer reported that the top of the reservoir was cracked and the reservoir was falling out of the pump. The customer stated that the reservoir was unable to lock in place when inserted into pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.